Event description:
Was not injured no adverse event part of the head broke off in mouth - oral-b device breakage case narrative: adult male consumer via phone stated that he was not injured when part of the oral-b toothbrush head broke off in his mouth. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.